Event description:
It was reported that the procedure was to treat a 90% stenosed vein graft in the right posterior descending artery (pda). The 014 ht bmw elite 190cm guidewire (gw) was advanced and used in the procedure; however, after removal without issue, while wiping the gw down for reuse, the gw broke in two pieces. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another bmw gw was used to complete the procedure. No additional information regarding this issue was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported material separation. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, 50 unused/sterile units from the same batch were returned. A sample size of 19 unused/sterile units were tested and reported no break or material separations. The testing results indicate the reported material separation is likely not related to a product quality issue. It is possible that the guide wire may have become damaged during the procedure due to interaction with the patient¿s 90% stenosed lesion or an accessory device, resulting in the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.